Event description:
It was reported that the device will not power on and that all the service indicators are displayed. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.